Event description:
It was reported that a patient had very low blood glucose levels of 28 mg/dl. They felt out of it and eventually passed out. They work up with the emergency medical staff with them. The patient was treated with intravenous therapy with fluids.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical attention and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.